Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I have an (B)(6) iwatch - it dipped down into the 40s beats per minute (bpm) and 50s bpm. Yesterday it did just fine and it stayed in the 70s bpm. Today, it bounced around and it has me alarmed. Thought I'd call to find out if it might be a implantable pulse generator (ipg) issue?" The patient also noted they noticed their heart rate in the 40s bpm several times throughout the day and into the 50s bpm. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.